Manufacturer narrative:
(B)(4). Batch # m9167e. Conclusion: the analysis results of the er320 device found that it was received with the jaws misaligned. In addition a bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed two scissored clips due to the misaligned condition of the jaws. Upon evaluation, no clip jamming or multiple feed incidents occurred. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device misfired twice and the clips were scissoring. The case was completed with another device of the same product code. There were no patient consequences reported.